Event description:
Staff report: grasper placed into patient and malfunctioned during open stages of case and became disassembled. It is unclear if all the parts have been retrieved. X-ray used to assist in resolving issue. Radiologist spoke to doctor intra-operatively and she was able to locate and remove the missing piece of the instrument.clinical engineering evaluation: the jaws of the grasper instrument separated from the shaft during use. Both jaws came out and were not saved for evaluation. There are no visible failed parts such as sheared pins or missing screws on the shaft of the grasper.